Event description:
The hospital reported that during a coronary artery bypass procedure, the first heartstring seal cracked and two replacement units did not seal the hole properly causing bleeding. Due to the excessive bleeding, the case was completed with the use of a side biter clamp. No other patient complications were reported. This report is for the second unit that did not seal and a subsequent device was used to attempt completion of the procedure.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.